Event description:
It was reported that the pulse generator exhibited intermittent autocapture beats without capture and without backup impulse 4-6 times per minute. The threshold was changed to 7 ms, but the same behavior continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.